Manufacturer narrative:
Results - visual inspection of the product found a portion of the optic and one haptic torn off. There was evidence of surgical residue. Conclusions - (no conclusion can be drawn): the root cause for this event cannot be determined because the cartridge and injector were not returned.

Event description:
The surgeon implanted an aq2003v silicone lens, but the haptic tore while being inserted. The lens was removed with no pt injury. The facility stated it was unk as to why the haptic tore. An msi-pm injector and an aq2.8s cartridge were used but the lot numbers were not provided by the facility.